Event description:
It was reported that the patient was experiencing discomfort at the ipg site. It was also mentioned that the ipg would no longer hold a charge. The patient underwent an ipg replacement procedure wherein the pocket site was moved lower on the back. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.